Event description:
The suture was used during an opthalmic procedure. Reportedly, the suture did not absorb. The surgeon removed the suture to correct the condition. The hospital has reported no patient injury occurred.